Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address (B)(6) infection.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 4/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe inflammation, increase ions, pain, suffering, loss of income, infection right hip, multiple dislocations of the right hip and pseudotumor of left hip. The right hip components were explanted on (B)(6) 2013 with competitor temporary components placed. Right hip was re-implanted on (B)(6) 2013 with competitor components and dislocations occurred after the competitor products were implants and no depuy products were involved. Medical records reported the dislocations of competitor products and revision of those competitor products. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 22, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 3/20/2013-pfs and medical records received. Part/lot info provided. There is no new additional information that would affect the existing MDR decision.

Event description:
Ppf alleges dislocation with closed reduction after first revision.